Manufacturer narrative:
Evaluation of the returned component found the articulating surface has scratches, pits and gouges. This wear is consistent with foreign particle debris wear. The posterior rim of the bearing has parallel abrasions which may have been caused by foreign particle debris or delamination due to oxidation. This report filed (B)(4), 2011.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." "Wear and/or deformation of articulating surfaces." Date implanted - 2008; exact date unknown. No product identification was received on the poly bearing implanted in 2007. Should information be received including product product identification, an additional medwatch report will be submitted to the FDA. The user facility was notified of the events on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
Patient reported to have undergone left partial knee arthroplasty in 2007 and that a revision procedure was performed in 2008 to remove the poly bearing due to wear. Patient further reported that a subsequent revision was performed to remove the poly bearing that was implanted in 2008. Additional information obtained revealed that the subsequent revision procedure occurred on (B)(6) 2011 due to dislocation. The poly bearing was removed and replaced.